Manufacturer narrative:
Citation: ielasi, alfonso. Impact and natural history of postprocedural aortic regurgitation on early and midterm mortality following transcatheter aortic valve implantation in high-risk patients with severe aortic stenosis. Journal of cardiovascular medicine. 2015, 16:286¿295. Doi: 10.2459/jcm.0000000000000249. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding postprocedural aortic regurgitation following transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2008 and 2011. The study population included 322 patients (predominantly male; mean age 80 years), 128 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: valve-in-valve implant, moderate to severe aortic regurgitation, aortic dissection, cardiogenic shock, multiorgan failure, arrhythmia, aortic annulus rupture, interventricular septum rupture, retroperitoneal bleeding, arrhythmia, heart failure, myocardial infarction (mi), ischemic and hemorrhagic stroke. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.